Event description:
I have a medication dispenser that has been faulty. This is the 3rd unit I was given. At times, it will dispense a medication twice at the same time when I only needed one pill. Sometimes, it wont even dispense a pill when I need it. The company offered to replace the unit but every unit I use it seems to be faulty. Maybe their product should be removed from the market until it works properly. It can send someone to the hospital if the person can not see the pills correctly or takes too much when the machine gives the wrong amount. It once dispensed 2 blood pressure pills instead of one and l caught it in time. This needs to be looked into. FDA safety report ID # (B)(4).